Manufacturer narrative:
The srt found that the flowmeter was faulty, and it was replaced. The unit operated to the manufacturer's specifications. The flow meter is a subcomponent of the epgs and therefore does not have a UDI or manufacturing date. The UDI associated with the epgs the flowmeter was being installed into is (B)(4).

Event description:
Upon receipt of the device, the service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) failed oxygen (o2) analyzer calibration and a 'service gas system' message displayed on the central control monitor (ccm). There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, flow data was recorded, and all points were in tolerance. Analog inputs/outputs functionality was tested through an automated quality control (qc) process and were within tolerance. Analog inputs/outputs were also tested manually with a multimeter and found to be tracking accurately. The production records were checked from when the device was manufactured on 05mar2025, and no errors were noted. There were no issues found with the device. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.